Event description:
The customer said the bar wire broke while inserting while in use. The patient was prepped for surgery and there was an delay in surgery, however the amount of time was not provided. The device was not in contact with the patient and there was no patient injury or death alleged. No revision or medical intervention was required. The device was replaced with a new one.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: evaluation of actual device. Review of device history records. Review of complaint history. The guidewire was received partially inserted in the catheter, and with its distal part broken (around 14cm). The guidewire was easily removed from the catheter (not stuck). The DHR review has been deemed satisfactory. Date of manufacture: (B)(6) 2015. The device history records of the lcak ref (B)(4) lot 190205 of the guidewire lot 10467766 were reviewed and did not reveal any anomaly. The complaint is verified, the guidewire is damaged showing a fracture related to a cut, the exact root cause of the cut is undetermined. Investigation concluded clinical/procedural factors appear to have impacted on the event as reported.